Manufacturer narrative:
The cause of the reported issue was determined to be a faulty therapy printed circuit board assembly.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker field service representative evaluated the customer's device and was able to duplicate the reported issue. The therapy pcb assembly was replaced to resolve the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.